Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a latch lock flex sensor circuit that was not detecting when the latch was open/closed during the latch lock test. The cause of the customer reported problem was the non-functional latch lock flex sensor circuit. After investigation the results indicated a reportable malfunction due to the non-functional latch lock flex sensor circuit. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor circuit, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the latch lock not engaging, and during physical inspection it was found that the latch lock flex sensor circuit was non-functional. After investigation the results indicated a reportable malfunction due to the non-functional latch lock flex sensor circuit. The event happened during testing, and there was no patient involvement.